Event description:
As reported, during use in patient of this fogarty corkscrew catheter, the latex covering the filaments was ripped. There was no allegation of patient injury. The device was available for evaluation.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Updated: b5 (event description), d9 (device availability), h6 (type of investigation, investigation findings, investigation conclusions). Added: h3 (device evaluated by manufacturer). The fogarty catheter was sent to our product evaluation laboratory for a full evaluation. As received, customer report of "latex cover ripped" was unable to be confirmed. There was no visible damage observed in the core wire, catheter body, latex membrane and the spring body. It was able to move the thumb slide on the handle forwards and backwards and the membrane extended and contracted respectively without difficulty. As per product evaluation results, potential for death or serious injury is remote. No fault found evaluation report after an allegation of physical malfunction event indicates that the damaged did not exist. Therefore, alleged physical malfunction was not confirmed. As such, this event is no longer considered reportable.

Event description:
As reported, during use in patient of this fogarty corkscrew catheter, the latex covering the filaments was ripped. There was no allegation of patient injury. The device was available for evaluation. As per product evaluation findings, there was no visible damage observed in the fogarty catheter.